Event description:
Reporter calling, stating she had life-threatening injuries as a result of "medtronic dura regeneration matrix" use. Reporter states she has had three total grafts. Reporter states the initial graft was placed on (B)(6) 2021, and at her post-surgical follow-up appointment on (B)(6) 2021, cerebrospinal fluid leakage was discovered, and a replacement graft was done around this date. Reporter states she was prescribed lidocaine for pain only to subsequently discover she had a lidocaine allergy and she went into "anaphylaxis" on (B)(6) 2021. On (B)(6) 2021, reporter states she had a very intense headache and went to the ER (emergency room). Reporter states she recalls having an IV started in the emergency room, and then states she has a memory gap "for about 36 hours after that". Reporter states she "woke up" at another hospital in "early (B)(6) 2021" and has no memory of the previous 36 hours, only going to her local emergency room for the intense headache. Reporter states she was being treated for meningitis and "a strep infection" and was prescribed antibiotics during this hospitalization. Reporter states her husband was told during this hospitalization that her injuries were life-threatening. Reporter states she "lost the use of my hands and legs" and required three months of physical therapy. Reporter states her neurologist recently received a letter from medtronic about "faulty" dura regeneration matrix, and her neurologist contacted her. Reporter states after learning of medtronic contacting her neurologist's office about problems with their product, she wanted to contact the FDA to file an adverse event report. Reference report: mw5147330.